Event description:
It was reported the insulin pump was vibrating no delivery while customer was sleeping. Customer's blood glucose was over 450 mg/dl. Customer was advised to perform a fixed prime. Customer removed the infusion set and noticed the cannula was bent so troubleshooting was stopped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.